Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result for one patient sample. The analyzer generated an initial magnesium result of 3.2 mmol/l and a repeat magnesium result of 0.96 mmol/l. The falsely elevated magnesium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Abbott country service and support (css) indicates that the customer does not have the magnesium smart wash parameters configured according to the magnesium assay package insert. The css requested that the customer configure the smart wash parameters per the magnesium assay package insert to resolve the issue. No adverse trend or product issue was identified. Labeling was reviewed and found to be adequate. Based on the evaluation a deficiency of the system was not identified.

Manufacturer narrative:
(B)(4): false negative result. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Suspect medical device, manufacturer name, and manufacturing site, have been changed to (B)(4).